Event description:
Customer reported, the system is intermittently displaying an error message. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and restored interconnection contacts. System operates as intended.